Manufacturer narrative:
This report concerns two noxboxi devices (serial numbers (B)(6)) and a reported adverse event on february 7, 2025. Despite a request for device return, the hopital declined to provide the devices for physical evaluation. Log file data, provided by the hospital, indicates no recorded device activity: (B)(6) from (B)(6) 2025, and (B)(6) from (B)(6) 2024 to (B)(6) 2025. Therefore, neither device was powered on february 7, 2025, the date of the reported event. A formal request for device return and more information about the event has been submitted. However, we have not received further information regarding the patient's condition or cause of death. Consequently, based on the available data, a causal relationship between device function and the reported event cannot be established.

Event description:
Summerlin hospital reported nitric oxide (no) dose fluctuations on a noxboxi device during inhaled nitric oxide (ino) therapy. As reported, the device was used off-label on a <34-week neonate patient and was issuing high and low dose alarms. Hospital staff attempted to resolve the issue by replacing the device with a different noxboxi unit; however, the dose fluctuations persisted. Three hours after the initial report was made to linde, the hospital notified linde that the patient had expired. There was no reported relationship between the device and patient's outcome. The patient was on a bunnell jet lifepulse ventilator using high frequency jet ventilation.